Manufacturer narrative:
The service rep calibrated collimator iris pot from 603 ohms to read 625 to 650 ohms. Final reading 645 ohm with iris close. System functioned as intended.

Event description:
Customer reported, the cardiac system displayed error "iris pto erro" on c-arm.